Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The devices tip showed damage as well as inner shaft damage. The stent was returned partially deployed approximately 5mm from the marker band. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25mar2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in a severely tortuous and severely calcified external iliac artery (eia). A 8x120x75 epic¿ vascular stent balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a stent partially deployed.